Event description:
A malfunction was reported with the customer's pump, identified by error code malf 16. There was no adverse impact on the customer's blood glucose level as it did not exceed harmful thresholds. Customer service advised the caller that the pump would be replaced since it was not resettable and within warranty. The replacement pump would be shipped without signature requirement and include updated software. The customer was instructed to return the malfunctioning pump within 10 days using a pre-paid label to avoid charges and to program settings into the new pump, as well as connect their continuous glucose monitor. The customer agreed and understood all instructions.